Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that patient stated they wanted to speak to someone who speaks spanish because they only speak a little english. Agent conferenced with interpreting service. The call was to request assistance with scheduling an explant procedure to change out the battery. Agent reviewed with patient that they would need to call managing hcp scheduling office to do so. Patient stated they were told by managing hcp to call mdt. Initially, patient indicated need for procedure to be due to depleted battery, but went on to explain that as of 2 months ago, the battery started "malfunctioning." Since 4 weeks ago, patient's symptoms have been gradually worse. Patient stated the battery did not work because they were having lots of accidents and being unable to feel stim. Patient mentioned the ins was in their intestines, but likely error in translation. Agent re-reviewed process for surgery scheduling done through managing hcp hospital/clinic

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported that their previous ins had been in the wrong location and had caused them pain so they had it removed and replaced.